Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) turned off. The patient's ins was replaced in (B)(6) 2017 and they had not used the patient programmer. The ins was programmed to c+, 1- at 3.4 v, 60 usec, and 130 hz on the left side and c+, 5- at 4.0v, 60 usec, and 130 hz on the right side. The cause of the ins turning off was not determined. The patient was able to turn the ins on successfully with the patient programmer. The ins was interrogated with a clinician programmer and impedances were measured to be normal. No additional diagnostics or troubleshooting was done. No actions or interventions were taken or planned. The issue was resolved after turning the ins back on. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2017. On (B)(6) 2017, the patient experienced a worsening of symptoms and the ins was found to have been off since (B)(6). The ins had been turned off for approximately 17 days. The ins was turned back on. At a checkup in (B)(6) 2017, stimulation was found to have been on since (B)(6) 2017. On (B)(6), the patient was in the hospital and the ins was found to be off for two days. The ins was successfully turned back on. The patient's health care provider (hcp) wanted to know the reason for therapy being turned off. The last interrogation printout showed that stimulation had only been active for 35% of the time since the last interrogation. The patient did not use the patient programmer. The hcp planned to observe the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that no additional diagnostics or troubleshooting was done and no additional actions or interventions had been taken or planned. The issue was resolved and the patient was receiving effective therapy.